Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The tubing set was to be used to be used to deliver 1000ml of lactated ringers (lr), at a rate of 100ml/hr. After an unspecified length of time, it was reported that the distal tip of the option-lok male adapter was noted to be broken as the tubing set was being attached to the patient. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.